Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test with the adc device due to the reader "reader does not turn on." As a result, customer reported experiencing hypoglycemia, a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional (paramedic) who obtained a capillary blood glucose reading of 40mg/dl on a hcp meter and administered glucose intravenously as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.